Event description:
The patient reported that in 2007, she was found unconscious in the morning by her daughter. Her blood glucose measured 41 mg/dl, and she later tested positive for ketones in her urine. The daughter gave the patient glucose and a banana and the patient was then able to get up and go to work. The patient's physician believes the infusion device is under delivering insulin. No further information is available. Product was requested to be returned for evaluation.